Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was admitted with suspected pump thrombus. It was also discovered that the pt had infected ICD leads at the time of his implant, which were removed. The pt was very fatigued, and states that he hasn't felt any better since his implant. The pt is currently in the hosp on IV heparin and oral persantine.

Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.